Event description:
It was reported the patient was not able to connect to their ipg, the patient went through unrelated surgeries and did not place device into surgery mode. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.